Event description:
Caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer was unable to successfully load a new cartridge as the alarm recurred, so technical support decided to replace the pump. Customer was instructed on how to store and return the faulty pump and advised on the procedure for using the replacement pump. A new pump was sent to the customer, who will use a backup insulin pump in the meantime.